Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to low blood glucose. The current blood glucose is 178 mg/dl. Customer stated that he fell trying to reach his glucose tablets and sustained injuries, which included cracked teeth, ribs and knee cap. When the paramedics arrived the blood glucose reading was 46 mg/dl. Customer was taken to hospital for medical attention. Nothing further reported.